Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial component at cement to implant interface. Depuy cement was used. Doi: (B)(6) 2017. Dor: (B)(6) 2019. Right knee.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: a2, b5, b7, d11, h6 (no code available (3191) is used to capture the medical device removal and no information available). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a right knee revision due to tibial migration, mispositioning, and loosening at the cement to implant interface. The femoral and patellar components were well-fixed and retained. Depuy cement was used during the primary operation. Doi: (B)(6) 2017, dor: (B)(6) 2019 right knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: no code available (3191) is used to capture device revision or replacement in replace of medical device removal and surgical intervention. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The right knee is captured on (B)(4). An x-ray review on (B)(6) 2019 of the right knee indicated the patient was experiencing pain along with loosening (tibial tray loosening has already been captured on (B)(4). The x-ray review also indicated a right knee lateral facet fracture less than 20% of the patellae cut surface. There is no indication of revision of the patellar component nor invasive treatment to treat the fracture.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: update 08-feb-2021: the investigation was re-opened upon receipt of additional information. No device associated with this report was received for examination. Visual examination of the provided photographs confirmed the reported event. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.